Event description:
While evaluating a (B)(6) male patient's belt for an unrelated issue, a reportable problem was found. The belt connector would not latch. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector would not latch properly, preventing a secure connection with the monitor. The cause for the inability to properly connect with the monitor is a defective trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified. No adverse event resulted from the damaged connector. The patient was issued a replacement electrode belt.